Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2428 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 29-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/the tip of the coil on the left had punctured the tube and had been covered over with peritoneal tissue.") In a 45 year-old female patient who had essure inserted (lot no. B97487) for female sterilisation. The patient had a medical history of paratubal cyst, kidney stone, breast operation, anxiety, depression, gastroesophageal reflux disease, parity 2, gravida ii, miscarriage (2), cesarean section, augmentation mammoplasty, tonsillectomy, renal failure, dyspareunia and pelvic pain. The patient had a family history of osteoporosis and cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2405 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robot assisted laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2014. As per mr (B)(6) 2014. Discrepancy noted: removal date: as per argus (B)(6) 2021. As per mr: (B)(6) 2021. Four coils seen protruding from left tubal ostia, three coils seen protruding from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: right fallopian tube segment, ligation: complete cress section of fallopian tube. Left fallopian tube segment, ligation: complete cross section of fallopian tube with para tubal cysts. Gross description: the specimen is received in formalin, labeled with the patient's name and right fallopian tube as the specimen site, and consists of a fimbriated fallopian tube, 7.4 x 0.6 cm, which is surfaced by pink-tan, smooth serosa. A complete lumen is identified. The specimen is received in formalin, labeled with the patient's name and left fallopian tube as the specimen site, and consists of a fimbriated fallopian tube, 7.8 x 0.6 cm, is surfaced by pink-tan, smooth serosa, a complete lumen is identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated event: "medical device removal updated to fallopian tube perforation". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/the tip of the coil on the left had punctured the tube and had been covered over with peritoneal tissue.") In a 45 year-old female patient who had essure inserted (lot no. B97487) for female sterilisation. The patient had a medical history of paratubal cyst, kidney stone, breast operation, anxiety, depression, gastroesophageal reflux disease, parity 2, gravida ii, miscarriage (2), cesarean section, augmentation mammoplasty, tonsillectomy, renal failure, dyspareunia and pelvic pain. The patient had a family history of osteoporosis and cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2405 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robot assisted laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus, (B)(6) 2014; as per mr, (B)(6) 2014. Discrepancy noted: removal date: as per argus, (B)(6) 2021; as per mr, (B)(6) 2021. Four coils seen protruding from left tubal ostia, three coils seen protruding from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: right fallopian tube segment, ligation: complete cress section of fallopian tube. Left fallopian tube segment, ligation: complete cross section of fallopian tube with para tubal cysts. Gross description: the specimen is received in formalin, labeled with the patient's name and right fallopian tube as the specimen site, and consists of a fimbriated fallopian tube, 7.4 x 0.6 cm, which is surfaced by pink-tan, smooth serosa. A complete lumen is identified. The specimen is received in formalin, labeled with the patient's name and left fallopian tube as the specimen site, and consists of a fimbriated fallopian tube, 7.8 x 0.6 cm, is surfaced by pink-tan, smooth serosa, a complete lumen is identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2428 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.